Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) and single board computer coin batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would intermittently lock up and exhibit an error or not boot at all. No patient serious injury or death was reported related to this event.